Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported one cannula holder had a hole. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came with no packaging blister, but with the plastic shield. A visual inspection was performed with a 10x magnifier lens and a hole was observed in the needle hub. The sample was then connected to a syringe with saline solution confirming the leak through this hole. The photo provided shows a needle hub with what appears to be a hole. It could be possible that in bulk packaging the needle assemblies had no shield and one punctured the other inducing this damage. A device history record review was completed for provided material number 302047, lot number 8143649. The review did not reveal any detected quality issued during the production of this lot that could have contributed to this reported defect. During the assembly process there is no sharp area that could induce this damage. Production associates were interviewed and no one has seen this damage during manufacturing. Investigation conclusion: based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. In the assembly process there is no sharp area that could induce this damage. Production associates were interviewed. No one has seen this damage in the manufacturing process. It could be possible that needle assemblies were with no shield in the bulk packaging and one punctured another one inducing this damage. No other possibility was foreseen. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro had a hole. The following information was provided by the initial reporter: 1 cannula holder had a hole. During handling the liquid came out of this hole and the medicine could not be used.